Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36mm +5 hip femoral head; pinnacle mtl ins neut36idx54od hip acetabular liner; unknown hip acetabular cup; corail2 non col ho size 10 hip femoral stem.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and large amounts of toxic cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone. Update: 6/6/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 24 apr 2018: (B)(4) has been re-opened under (B)(4 )due to the receipt of ppf and sticker sheets. There are no new allegations and no revisions reported. Added stem due to previously alleged toxic metal ions. Doi: (B)(6) 2006 - dor: none reported (right hip).

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 1862967. Device history batch : null. Device history review: no deviations or anomalies were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.